Event description:
It was reported that during an ablation procedure, the user noticed that there was damage to the probe fiber. It was noted that there was a pilot light seen on insertion but when the user went to administer therapy, three different times, no change in in pixel color (temperature) was noticed. All break points in the fiber line were checked for secure attachment and a dummy (un-sterile) probe was used to prove that we somehow had a faulty probe. There were no patient complications reported in relation to this event.

Manufacturer narrative:
Additional information: d10, h6, h10. Device evaluation: the probe was returned and cleaned. The laser fiber break was confirmed at the base of the clamp shell. The fiber was also noted to be melted at the location which is expeected as the laser was fired.